Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the patient underwent a primary right l4-l5 spinal root decompression. The following month, the patient presented with continued back pain and right leg numbness. The investigator noted the event as moderate in intensity. Patient started on indocine, physical therapy and underwent epidural steroids. Patient markedly improved but has good and bad days. The outcome of the event is continuing with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation of adcon-l. The investigator noted a possible explanation for the event as pre-operative nerve root damage.